Manufacturer narrative:
The event took place outside of the USA (in (B)(6)) and was associated with a product that is also cleared for the market within the USA.

Event description:
Revision for dislocation. Suspicion that the patient has fallen. Placement of an enhancer and a 36+6 cup, as well as an eccentric 36 glenosphere.